Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the speed control knobs on the arterial pump was too loose (spin too easily). The device was not changed out, as the unit still functions and they have been using this for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) explained that probably the "nut/rubber washer combination" that holds the optical encoder (or speed control) on the older system 1 unit was wearing from use, and allowing the knob to spin more easily than the ccp prefers. The field service representative (fsr) discussed with the ccp that he could replace the "nut/rubber washer combination" which provides tension on the shaft of the optical encoder. The ccp will verify with the other two perfusionists at the hospital that they agree that the knobs become more firm to spin (once a new apm seal is installed). Ccp/customer will contact the fsr to advise if a repair is required.